Manufacturer narrative:
On november 13, 2020 additional information received indicated that the right prosthesis grade is IV, and patient has not been scheduled for the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent an unknown breast surgery with a 490cc mentor memorygel breast implant experienced right sided baker¿s grade iii capsular contracture post procedure. The capsular contracture was diagnosed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on october 9, 2020 indicated that the procedure was primary augmentation. Patient underwent bilateral replacements as follow: right replaced with cat#:3504004bc, sn#:(B)(6), left replaced with cat#: 3504004bc, sn#: (B)(6) on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).